Event description:
It was reported that during an unknown procedure, the staple malformed (open shape). There was no patient consequence.

Manufacturer narrative:
Date sent: 10/28/2005. D4; h4; 6: info anticipated, but unavailable at this time.